Event description:
Information received from vistakon's affiliate: a pt wore acuvue lenses on and previously to 6/2004. The pt had reportedly soaked their acuvue lenses in saline and not a disinfecting solution. The package insert states lenses are to be cleaned, rinsed and disinfected. The next day pt awoke with red eyes as the ecp reported pt usually does. That day pt switched to ciba dallies and those lenses were reported to be uncomfortable from time of insertion until removed at the end of day. The following day pt awoke with foreign body sensation and their eyes became "worse" during the day. The day after pt awoke with red and painful eyes and was seen in an emergency room and prescribed medication to minimize redness. The next day pt saw an ophthalmologist and was referred to a specialist. The pt was diagnosed with acanthamoeba. The next day the pt returned home and continued their treatment and the next day pt brought this to the attention of their ecp.